Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-10924. Related manufacturer reference number: 1627487-2019-10926. Related manufacturer reference number: 1627487-2019-10927. It was reported that the patient was experiencing autoreducing. An impedance check showed that all 16 contacts were over 3000 ohms. A fluoro lead check showed no lead fractures or disconnections. The patient denied any falls or trauma. As a result, a revision was performed where leads and anchors were explanted and replaced. During the procedure, it was discovered that a swiftlock anchor was torn into 2 pieces and the lead had fractured at the site where swiftlock was anchored to it. Therapy was restored following the procedure.